Event description:
Procedure type: laparoscopic assisted distal gastrectomy. According to the reporter: during use, the balloon burst. The camera did not poke the balloon. The pieces were retrieved. Another device was used to complete the procedure. No bleeding occurred. No tissue was damaged. Operative time was not extended more than 30 minutes. No pt injury reported.

Manufacturer narrative:
(B)(4).